Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners, reservoir tube, reservoir tube window, reservoir tube lip, battery tube threads and minor scratches on display window.

Event description:
The customer reported that her blood glucose was 490 mg/dl which she treated with manual injection. She reportedly experienced the symptom of vomiting. Troubleshooting was performed. The drive support cap appeared normal. Insulin exited the tubing during a manual prime and a fixed prime. The alarm history in the insulin pump showed six no delivery alarms and a low reservoir alarm. The customer did not have a tubing clamp with which to complete troubleshooting. She was advised to change the set, reservoir and insulin. The infusion set cannula was not bent or occluded and the insertion site was not sure or irritated. The insulin was not expired. The customer was advised whether it was unclear whether the infusion set or insulin pump were causing the no delivery alarms. Nothing further was reported.